Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while exchanging a 5fr sheath for the 6fr angio-seal sheath the physician was having issues advancing the sheath. Once inserted the outlet hole on the arteriotomy locator was giving the physician a steady stream of blood flow to no blood flow at all. The terumo field clinical specialist (fcs) mentioned that the dilator may not have been fully inserted from struggling to insert the sheath. They snapped the dilator back into place and no blood flow came through the outlet hole, only drips. The fcs recommended replacing the angio-seal device. They tried a new one and no issues occurred. The estimated blood loss was less than 250cc. The patient was reported to be in stable condition. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful. Additional information was received on 29oct2020. The procedure performed for the patient prior to use of closure device was a prostate artery embolization (pae). A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6f angio-seal vip was returned for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that it was noted that the locator and sheath assembly was in a slightly curved shape. The arteriotomy locator was visually inspected and it was found to be properly mated with sheath. Dried bloodlike substance was observed within the blood inlet holes on the arteriotomy locator. No obstruction was identified with the locator drip hole. The hemostasis sheath tip was inspected under the microscope and confirmed to be damaged. No other visual anomalies were noted. For further evaluation, the locator/sheath assembly was attempted to be flushed with water and it was noticed that the cause of the blockage was tissue debris within inlet holes of the locator. The assembly was again flushed, and normal water flow was confirmed from the drip hole of the locator. No other gross anomalies were noted. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.056" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer's specifications. Based on the returned device, the complaint could be confirmed for blood return issue as there was tissue debris found stuck to the inlet holes of the sheath/locator assembly. The obstruction was noted during testing and could not have happened during use. The likely cause of the event is due to the locator not actually being within the artery or blocking of the inlet holes by tissue debris leading no flow. Dimensional and functional analysis was performed on the relevant components and no anomalies were found. In absence of any dimensional, functional and manufacturing anomaly, no definitive conclusion can be drawn as to the cause of no back flow of blood from the locator as alleged. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.